Event description:
Literature: blomstedt p, jabre m, bejjani b, koskinen lo. Electromagnetic environment influences on implanted deep brain stimulators. Neuromodulation. 2006;9:262-9. Summary: this article retrospectively analyzed data concerning the effects of external electromagnetic fields on 172 pts implanted with dbs. The objective of the study was to report the authors' observations on the external electromagnetic field influences on dbs in their pt population, and how these influences affected the pts' lives and other healthcare-related conditions. Reportable event: one pt experienced recurrent ventricular arrhythmia that necessitated the implantation of an ICD. Bilateral monopolar dbs apparently induced recurrent ventricular arrhythmias and cardiac defibrillations, up to 200 times per day, necessitating admission to the cardiac care unit for monitoring and treatment. The arrhythmia was refractory to antiarrhythmic drugs despite multiple drug and dosage adjustments. Bilateral adjustment of the dbs to a bipolar mode finally prevented recurrence of this pt's arrhythmias. In this pt with the ICD, monopolar dbs appeared to have caused repeated and frequent ICD discharge. No negative effects were seen when combining bipolar dbs with implanted cardiac devices.

Manufacturer narrative:
(B) (4)